Event description:
Lar procedure. Cs25 dlu calibrated, opened/closed without difficulty, closed into firing range and was fired. Firing sounded good. However, surgeon could not remove the device. It was observed that the device did not cut and fired 6-8 unformed staples. Device had to be cut out to remove the device. Another device was used to complete the case without further incident.